Manufacturer narrative:
The insulin pump was received with no button response due to flattened up button dome switch. The insulin pump was received with minor scratches on display window.

Event description:
Customer reported via phone, she just received a replacement device but was having trouble with the buttons on the device. Customer stated it took over five minutes get insulin through the tubing. Customer stated all of the buttons were hard to press but the act buttons was the worst. Customer's blood glucose was 465 mg/dl, treated with manual injections. Customer didn't recall any significant events which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.